Event description:
The customer reported a failure to discharge in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. There was no pt involvement. The device was evaluated locally and the problem was isolated to a faulty external paddle set. Replacement of the paddle set resolved the reported issue. The device passed testing and was returned to service.